Event description:
The customer reported that during an intraocular lens implantation procedure, the surgery was completed without utilizing phacoemulsification power while using an ophthalmic handpiece. The surgery was completed on the same day and there was no patient harm. South africa final reporting: (B)(4). Names of any other regulatory authorities to which these events have been reported: u.s. Food and drug administration: date of the reports: 30-jan-2025, serial number/lot number: (B)(6), batch number: 16nr16, software version: unknown, current known location of the medical device involved in the event: unknown, any hcr / licensed manufacturer, or licensed distributor comments: na. Any other countries in which the medical device is known to be on sale or supplied: albania, algeria, argentina, armenia, australia, austria, azerbaijan, bahrain, bangladesh, belarus, belgium, bolivia, brazil, brunei, bulgaria, cambodia, canada, caribbean, central america, chile, china, colombia, croatia, cyprus, czech republic, denmark, dominican republic, ecuador, egypt, finland, france, georgia, germany, grand total, greece, hong kong, hungary, iceland, india, indonesia, iraq, ireland, israel, italy, japan, jordan, kazakhstan, kenya, korea, kosovo, kuwait, kyrgyzstan, laos, latvia, lebanon, macedonia, malaysia, malta, mauritius, mexico, moldova, mongolia, montenegro, morocco, myanmar, namibia, netherlands, new zealand, nigeria, norway, oman, other middle east, pakistan/afghanistan, paraguay, peru, philippines, poland, portugal, puerto rico, qatar, romania, russia, saudi arabia, serbia, singapore, slovakia, slovenia, south africa, spain, sri lanka, sweden, switzerland, taiwan, thailand, tunisia, turkey, united kingdom, ukraine, united arab emirates, uruguay, united states, uzbekistan, venezuela, vietnam, yemen, zambia, zimbabwe. Table 1: sales data: south africa sales: (B)(4), worldwide (excluding south africa) sales: (B)(4), sales search criteria: centurion vision system product family from 01-feb-2024 to 31-jan-2025. The centurion vision system sales data may be significantly less than the number of procedures which occur in the same time period during which the product is utilized. Centurion surgical procedure pak data has been used in calculation of incidence rate. Table 2a: similar events data (similar events are presented irrespective of root cause) [phaco none]. South africa: similar events: 0. Worldwide (excluding south africa): similar events: 20. Similar events search criteria: centurion vision system product family with event codes for phaco none. Table 2b: rate (per 1000), south africa rate: 0, worldwide (excluding south africa) rate: (B)(4).

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).